Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "really tight ball in my chest causing sever pain under armpits and ribs, possible capsular contracture" (baker grade unknown).

Event description:
Patient called to report "really tight ball in my chest causing sever pain under armpits and ribs, possible capsular contracture" (baker grade unknown). This record is for the right side. The device remains implanted.